Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007- the pt underwent implant of a non-bard/davol mesh during an unspecified pelvic procedure. On (B)(6) 2010 the pt underwent implant of a bard/davol composix e/x mesh during an unspecified pelvic procedure. The attorney's report alleges disability, "pain and suffering", pain, defective mesh, disability, additional medical/surgical intervention.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.